Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.

Manufacturer narrative:
This report has been identified as b.braun (B)(4) internal report (B)(4). The affected device has been requested to send it for investigation to bbm complaint processing. A final report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". Customer information: "reporter advised that when she spoke to some nurse colleagues in nicu they advised that it is a common issue that when using the nutrisafe syringes with perfusor space pumps, that the infusions finish before they should. She confirmed that even though it is a common issue it had never been reported to her. Reporter advised that there has been no patient harm. The serial numbers of the pumps involved are unknown, as well as the dates of occurrence."